Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis for the treatment of an abdominal aortic aneurysm. On (B)(6) 2013, it was reported to gore that the pt complained of back pain to the physician. A CT scan revealed distal migration of an unknown distance on the trunk-ipsilateral component. On (B)(6) 2013, it was reported that a hospital consultation confirmed a type I endoleak due to device migration. On the same day, a reintervention procedure by implanting four aortic extenders was performed for type I endoleak repair. The intra-implant CT revealed the device was deployed well in appropriate position without abnormal situation. The pt was doing well following the procedure. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.